Event description:
It was reported that the customer had a high blood glucose but not hospitalized. The customer's blood glucose level was 400+ mg/dl. The customer reports they feel okay to troubleshoot. The customer reports they have a back up plan available. The customer was treated for high blood glucose with bolus. The customer was advised about the 2 high blood glucose rule. The customer opted to call his healthcare provider. The customer blood glucose is starting to drop.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.